Event description:
It was reported that during day 35 of pt support, numerous were noted and suddenly the pump rpms went to zero. The pump made a strange noise, but it was not the uncoupling noise. The rpms suddenly went back up, but there was no flow. A new hls tubing pack was opened and the circuit was swapped out. The old circuit was discarded. Additional info (B)(6) 2015. The clotting occurred in the oxygenator. The device was in use for 35 days. (B)(4). MFR ref # 8010762-2015-00297.